Event description:
In 2001, this resident was in an 80 inch electric riser bed with head/foot boards. The bed motor was plugged into an electrical outlet beside the bed. Staff members saw smoke and found the resident's bed in flames. The resident was transferred to a local emergency room and flown by medflight to a hospital burn center. The resident died from the their injuries two days after the incident. The co does not have official findings from the state fire marshall at this time regarding the origin of the fire.